Event description:
It was reported by the patient that they are experiencing some extracardiac pocket/muscle stimulation. Patient stated: "for the past couple of months, the muscle above and over my device twitch with my heart beat." Patient also stated "it's becoming more frequent over time. Seems more prevalent when working outside when I'm hot and sweaty." Patient was advised to contact their physician about their symptoms and concerns. Follow-up with the clinic revealed the patient has not been seen recently. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).